Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The reported complaint is a meter specific complaint, no strip related testing is required. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A nurse reported a customer's adc meter turns on by button but not by the test strip. On (B)(6)2019, as a result of the customer being unable to monitor the blood glucose, emergency services were recalled as the customer experienced dizziness and numerous falls. The customer was taken to the hospital where a blood glucose of 1123mg/dl was obtained on the hcp meter and the customer was treated with an injection lantus and humalog (dose unknown) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported a customer's adc meter turns on by button but not by the test strip. On (B)(6) 2019, as a result of the customer being unable to monitor the blood glucose, emergency services were recalled as the customer experienced dizziness and numerous falls. The customer was taken to the hospital where a blood glucose of 1123mg/dl was obtained on the hcp meter and the customer was treated with an injection lantus and humalog (dose unknown) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.